Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that high out of range shock impedance measurements were noted when it comes to this right ventricular (rv) lead. Further information is pending when it comes to this case. No adverse patient effects were reported.